Event description:
This pt had surgery in 2003 at the hospital, a laparoscopic cholecystectomy and wound closure was done with a tissue adhesive called "indermil". It was reported last week that this pt was treated at another hospital to have tissue excised due to a foreign body reaction at the operative sites where the indermil was used. This was confirmed by the surgeon in 2003.